Event description:
Information received indicates the e-rings on the foot section pins are missing and the pins are backing out.

Manufacturer narrative:
The hill-rom technician replaced the e-rings on the foot section pins to repair the bed.